Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (hydromorphone) 25mg for a total dose of 9.016 via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 the patient experienced redness at implant. It was noted that the issue occurred during post operative and post operative may have led or contributed to the redness at implant. No diagnostics or troubleshooting were performed. It was noted the pump was taken out and cleaned and then put back in the patient. It was unknown if the issue was resolved. It was noted that surgical intervention did occur as the pump was taken out and cleaned with vanco, and then put back in the pump pocket. Patient's status was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.